Event description:
Related manufacturer reference number: 2017865-2024-71411. It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the pacemaker and the right ventricular (rv) lead exhibited under-sensing and inappropriate pacing. The pacemaker was re-programmed to resolve the issue and the patient was in stable condition.